Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that fluid leak out as soon as the fluid started to flow. The patient was unsure what part of the cassette was leaking. Upon follow up, the patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they had two fluid leaks on 2/17/2021 during the same treatment. The patient stated that the fluid leak came from the cassettes and did not come in contact with the cycler. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that they aborted treatment and reset up with new supplies. The patient confirmed that they are continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The patient confirmed that the cassettes were discarded and not available for return to the manufacturer.